Event description:
A cgm error 42 was reported by the caller, and no adverse impact to the customer's blood glucose level was mentioned. The pump was under warranty, and the customer intended to use multiple daily injections as backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed the shipping address and instructed the caller on how to put the pump into storage mode before returning it using a prepaid label within ten days, which the caller understood and acknowledged.